Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 5054-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient felt shortness of breath from a lowered pulse rate due to pacing failure of the right ventricular (rv) lead. Additionally, the rv lead had a suspected fracture. The lead was capped and replaced. During replacement procedure the patient's right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.